Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 and approximately 10 days into the impella support, the automated impella controller (aic) spontaneously shut down and rebooted itself. The aic was exchanged with no report or indication of harm to the patient as a result of the event. The patient was reported to be in stable condition following the event and continued on impella mcs.

Manufacturer narrative:
D.9. Date device returned to manufacturer is unknown. The associate clinical consultant reported it was returned weeks ago. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the aic (console) shutdown/restart issue has been completed. Data logs were reviewed which showed the console had uninitiated 5.5 pump. The console unexpectedly rebooted with hemodynamic support returning 25 seconds later automatically. The aic was switched out. The console was returned for testing but the unexpected reboot was not reproduced. The cause of the unexpected reboot could not be determined since the failure mode was not reproduced.